Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged visualization of particles in air path. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged visualization of particles in air path. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found no evidence of contamination. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found no evidence of contamination. The device's downloaded event log was reviewed by the manufacturer and found 24 error of e 200 and 1 error of e 4. The manufacturer concludes there was no evidence of multiple contamination from the device. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Section d9, d10, g3 and h6 has been updated in this report.